Manufacturer narrative:
A review of the device history records (dhrs) for the lot 2601721 and ster. 2600030 involved was conducted. No pre-existing anomalies were identified among the 150 devices manufactured within the same lots and ster numbers. This is the only complaint registered with this lot. A final MDR will be submitted upon completion of the investigation.

Event description:
During implant surgery performed on (B)(6) 2026, an intraoperative issue has occured with the bone screw ø6,5 h.35mm (product code 8420.15.040, lot 2601721, ster n. 2600030): screw thread stripped on insertion. Second screw opened and debris cleared. No health consequences have been reported. Patient is male, 80 years old. Event happened in australia.